Event description:
A report was received stating that the listed device was observed torn at the eyelet after 9 days of use with the patient. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the evaluation once it is completed.